Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, underwater leak testing, and clear passage testing were performed without noting any issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking from the septum of the lower y site. This occurred during priming with normal saline. There was no patient involvement. No additional information is available.